Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the cartridge compartment was damaged. It was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the battery compartment and cartridge compartment. The threads on the returned battery cap were found to be stripped and the cap was unable to secure properly to the pump. A leak test was performed and a crack in the battery compartment was found. The pump case was removed and no moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.